Manufacturer narrative:
(B)(6). The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the palmaz stent mounted on a powerflex plus stent delivery system (sds) was delivered to the target lesion and ruptured at between three to four atmospheres (3-4 atm.). The product was successfully removed from the patient and exchanged for another palmaz stent. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was the left subclavian artery. The lesion was reported to be: a 99% stenosis, heavily calcified and moderately tortuous. An approach was made from the left brachial artery for a stenotic lesion of the left subclavian. Additional information received indicated that it is not known if the stent is being returned for inspection with the sds. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The device prepped properly/maintained negative pressure. There were no kinks or bends noted upon inspection prior to use. The product was removed intact from the patient. An unknown inflation device was used for the procedure. It was not known if the same inflation device was used successfully with other devices. The following information was unknown: contrast media used, contrast to saline ration, if there was any resistance/friction advancing the device through the rotating hemostatic valve or guiding catheter, if there was any difficulty advancing the bc through the vessel, if the bc was ever in an acute bend, if the bc kinked during use, if the bc was removed easily from the vessel/patient/etc. No additional information is available.

Manufacturer narrative:
As reported, the palmaz stent mounted on a powerflex plus stent delivery system (sds) was delivered to the target lesion and ruptured at between three to four atmospheres (3-4 atm.). The product was successfully removed from the patient and exchanged for another palmaz stent. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was the left subclavian artery. The lesion was reported to have 99% stenosis, was heavily calcified and moderately tortuous. An approach was made from the left brachial artery for a stenotic lesion of the left subclavian. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The device prepped properly/maintained negative pressure. There were no kinks or bends noted upon inspection prior to use. The product was removed intact from the patient. An unknown inflation device was used for the procedure. It was not known if the same inflation device was used successfully with other devices. The following information was unknown: contrast media used, contrast to saline ratio, if there was any resistance/friction advancing the device through the rotating hemostatic valve or guiding catheter, if there was any difficulty advancing the bc through the vessel, if the bc was ever in an acute bend, if the bc kinked during use, if the bc was removed easily from the vessel/patient/etc. No additional information is available. The unit was returned for analysis. One non sterile palmaz stent delivery system was received coiled inside a plastic bag. The balloon was already inflated. No other anomalies were noted in the returned device. Pressurized water was applied to the catheter using an indeflator (lab sample), and a leakage was observed in the balloon. The unit was sent to sem analysis in order to analyze the potential cause of leakage. Results showed that the balloon external surface exhibited evidence of scratches near to the leakage. The balloon internal surface exhibited no evidence of damage. It is possible that an unknown object hit the balloon causing the leakage. The proximal marker band exhibited no anomalies. Review of lot 17007599 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon -balloon - burst-at/below rbp (peripheral)¿ was confirmed due to the condition of the returned device. The exact cause of the damage could not be conclusively determined. Based on the information available for review, vessel characteristics (99% stenosis, heavily calcified and moderately tortuous) may have contributed to the balloon burst as evidenced by scratches near the point of balloon leakage as noted during analysis. Neither the DHR nor the analysis suggest a design or manufacturing related cause for the balloon burst; therefore, no corrective action will be taken at this time.